Event description:
The complainant reported that the inflation pressure monitor quit working several times throughout the day. It happened in prep, during procedure and post procedure. There was no harm or injury reported to the pts.

Manufacturer narrative:
The subject device is being returned to merit for eval. A f/u report will be filed when the eval is complete.